Event description:
Caller reported that the cartridge was not fitting properly on the pump and that it fell off when the case was removed. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller was advised to inspect the cartridge area for damage during the next cartridge change to avoid wasting insulin.